Manufacturer narrative:
The device was returned for evaluation. The lens was returned in a dried condition. Visual inspection found both haptics were bent with one haptic bent over the optic. Due to the condition of receipt, functional testing could not be performed. A review of the device history record (DHR) did not find any non-conformities or anomalies related to the reported event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Event description:
It was reported that during an intraocular lens implant (iol) into the left eye (od), the surgeon noticed the iol haptic was bent. An incision enlargement from 2.8mm to 2.9mm was required to remove the lens and sutures were required. A successful intraoperative lens exchange was completed using a back up lens of the same model and diopter. In the surgeon's opinion, the most likely cause of the iol damage was due to the lens being stuck in the delivery device. The patient's outcome is good.